Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs alleges pain. After review of medical records, patient was revised to address infected right tha wound with irrigation and debridement, exchanged of femoral head and liner. Revision notes reported of severe soft tissue damage, bone loss, brownish red serous fluid which did not appear to be purulent and a significant metal staining. Liner is non-depuy. (Right hip).